Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Event description:
It was reported that the pump alarmed cassette not attached properly without the set being inserted. No patient injury was reported.

Manufacturer narrative:
B5: additional information received on 12-jul-2022 via email and attached to complaint object: the problem occurred during preventative maintenance. H6: event problem and evaluation codes: updates not required., corrected data: h4: correction: device manufacturing date: 23-jun-2015.

Manufacturer narrative:
Event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found tamper seal intact. There was no evidence of the error in the event history log. The customer reported problem was verified. The investigation found that the downstream occlusion sensor was inoperable (stuck), they also found small signs of contamination which was believed to be the cause of the reported problem. For corrective action, the downstream occlusion sensor was replaced. The root cause of the reported problem was unknown. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: correction: d4: model number: 2120.